Event description:
The customer reported that insulin was leaking past the o-rings from the reservoirs. Troubleshooting was performed. The customer stated that she has been pinching the barrel of the reservoir due to the plunger becoming hard to remove. Advised the customer that pinching the barrel could lead to the leaks. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs and performed manual prime and high pressure test per specifications. All three reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Checked plunger for anomalies and none were found. Found all plungers easy to remove.